Event description:
On (B)(6)2023, it was reported by a patient via email that (3) arthrex 3.0mm knotless all suture anchors with #2 fiberwire sutures were implanted during a right hip fai procedure on (B)(6)2021. Then, on (B)(6)2022, the patient underwent another procedure for a right hip fai in which an arthrex 2.4mm peek pushlock anchors with #2 fiberwire sutures and (6) arthrex 1.8mm knotless all suture anchors with #2 fiberwire sutures was implanted. The patient is now experiencing an allergic reaction. No additional information has been reported. Additional information received on 5/5/2023: the procedure on (B)(6)2021 was a right hip arthroscopy, labral repair, femoroplasty, acetabuloplasty, capsulectomy, synovectomy, chondroplasty, iliopsoas bursectomy, injection, and aspiration. A total of four ar-3638h knotless hip fibertak were implanted. Shortly after the procedure, the patient experienced ongoing pain with no relief of discomfort, which led to seeking an opinion from an immunologist. An allergy patch test was conducted, and it confirmed positive for several metals and materials. The patient was not treated for a possible allergic reaction, as the material composition for the arthrex devices was unknown by the surgeon. On (B)(6)2022, the patient undergoes right hip arthroscopy, labral augmentation vs. Reconstruction, synovectomy, chondroplasty, capsulectomy, acetabuloplasty, and iliopsoas bursectomy. It is unknown by the patient if any of the four ar-3638h knotless hip fibertak implanted during the original procedure were explanted during the revision procedure. During the revision surgery, two ar-2924phs peek, mini hip pushlock, five ar-3636h self bunching 1.8 knotless hip fibertak, and an ar-3638h knotless hip fibertak were implanted. Even after the revision surgery, the patient is still experiencing pain, discomfort, and limited range of motion. Both procedures were performed by the same surgeon and at the same facility.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.